Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30875484l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (EU). The patient developed an atrioesophageal fistula requiring surgery. It was reported that the patient developed an atrioesophageal fistula several weeks after the procedure. The patient required surgery. The anatomy of the left atrium was atypical (inferior pulmonary veins deported in posterior). The generator used for ablation was the smartablate. Additional information was received. The ablation procedure occurred on (B)(6) 2022. The adverse event occurred on (B)(6) 2022. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the patient condition: left atrium (la) anatomy. Intervention provided was a paroxysmal afib ablation. Outcome of the adverse event was worsened and the suspected outcome was reported as probable death. The patient required extended hospitalization because of the adverse event since (B)(6) 2022 and due to the cardiac surgery. No generator malfunction. Generator information-smartablate generator. Sn: (B)(4). A thermocool® smarttouch® sf catheter was used. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability for the visitag module used was 3mm; 3s. Additional filter used with the visitag was force over time 25%; minimum force 3g; respiration adjustment on. Color options used prospectively was tag index.